Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube kinks. The balloon has a 3mm longitudinal tear starting 2mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-mar-2018. It was reported that crossing difficulty was encountered. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a non-compliant non-bsc balloon catheter. No patient complications were reported and the patient¿s post procedure condition was good. However, returned device analysis revealed longitudinal balloon tear.